Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned applicator and cap and no issues were observed. The sensor cap was retained inside applicator cap and the applicator had fired correctly. Visually inspected the sensor patch and no issues were observed. Data was successfully extracted. Historical data analysis showed the sensor collected data before a prolonged period of low sensor signal. Data analysis is consistent with a failed insertion of the sensor tail. Therefore, this issue is not confirmed. An extended investigation has also been performed. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. The customer reported replace sensor message with freestyle libre 3 application. Per the abbott diabetes care compatibility guide for the freestyle libre 3 app, the reported configuration of [pixel 8, android 14] is not compatible with freestyle libre 3 app. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received unspecified sensor error message and was unable to obtain glucose readings. As a result, the customer experienced sweating, seizure, and loss of consciousness and was unable to self treat due to symptoms and received and drank a sugar water from a non-healthcare professional. There was no report of death or permanent impairment associated with this event.